Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, after reanastomosis of bowel, when device was removed from the patient, the staff discovered that the anvil came off the stapler. X-ray found anvil fell in the rectum and was successfully retrieved. The surgeon was concerned about the anastomosis leakage so reanastomosis with a healthier tissue was performed. Creation of loop ileostomy was also performed to protect the anastomosis. Hospitalization was extended as a result of the event.